Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 10/11/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/24/2013 with the following findings:the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow keypad button is intermittently unresponsive. There was evidence of keypad contamination found under the contrast, up arrow, and down arrow key contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad buttons were intermittently unresponsive and had delayed response for a month. The down button was deflated, and it needed multiple presses to work. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.